Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump wad found with four damaged door bumpers. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the damaged door bumpers. To correct the condition, the door bumpers were replaced. If any additional information is received, a follow-up MDR will be sent.